Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that in the middle of the procedure, the whole cart became unresponsive and forced the site to reboot and then resumed the procedure. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The ear, nose <(>&<)> throat (ent) programs started and ran normally. The testing showed two bad blocks. It was suspected that the reported issue was caused by bad sectors. Analysis found that the reported event was related to a computer component issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue occurred in the navigation stage.